Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient was seen in-clinic one week later. No further out of range measurements were observed and the physician was going to continue monitoring. Subsequently, high out of range shock impedance measurements were again observed approximately one month later. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The physician will continue monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient will be scheduled for defibrillation threshold (dft) testing on an unknown date in the future.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the hospital following a syncopal episode. The device and lead exhibited a high out of range shock impedance measurement greater than 125 ohms and noise was observed on the shock channel. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that successful defibrillation threshold (dft) testing was performed several years ago and shock impedance measurements were noted to be stable between 120-140 ohms and monitoring had been continued. Additional information was more recently received that high out of range shock impedance measurements continue to be observed with measurements in the 160 to 200 ohms range. An in clinic follow up was scheduled for a future date.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that successful defibrillation threshold (dft) testing was performed several years ago and shock impedance measurements were noted to be stable between 120-140 ohms and monitoring had been continued. Additional information was more recently received that high out of range shock impedance measurements continue to be observed with measurements in the 160 to 200 ohms range. An in clinic follow up was scheduled for a future date.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient had a pericardial effusion. Additionally, high out of range shock impedance measurements continued to be observed. Surgical intervention was undertaken. The device and lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient had a pericardial effusion. Additionally, high out of range shock impedance measurements continued to be observed. Surgical intervention was undertaken. The device and lead were explanted. No additional adverse patient effects were reported.